Event description:
It was reported that a homechoice broke down. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned; therefore, a device analysis could not be completed. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.